Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 400 mg/dl and 572 mg/dl. The customer reported that they were hospitalized after going through a personal female surgery. The customer took a remote bolus and the treatment at the hospital was unknown. The customer could not eat or drink and was throwing up. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.